Manufacturer narrative:
Device being serviced by 3rd party service company. (B)(4): power supply.

Event description:
The customer reported the ventilator went vent inop, shut down and alarmed during use on a patient. The customer reported there was no patient harm. The ventilator was sent to a 3rd party service group for repair. The service technician reported the device would not power on. The service technician will replace the power supply to address the power issue.